Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as the customer was out of insulin for a while. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 522 mg/dl and treated with syringe. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.